Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels reaching over 500 mg/dl, and was subsequently hospitalized. Reportedly, elevated bg levels were due to the customer having the flu. Customer was treated with tamiflu and an intravenous drip. Customer was released from the hospital on (B)(6) 2017.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels reaching over 500 mg/dl, and was subsequently hospitalized. Reportedly, elevated bg levels were due to the customer having the flu. Customer was treated with tamiflu and an intravenous drip. Customer was released from the hospital on (B)(6) 2017. When customer was released from the hospital, bg levels had stabilized to 130 mg/dl.